Manufacturer narrative:
Additional lot #: s10312-012.

Event description:
In order to obtain information needed for investigation, lifecell communicated with (B)(6) hospital, including letters sent on (B)(6) 2009 and (B)(6) 2009. As of to date, no additional information was obtained from (B)(6). Lifecell will file follow-up report(s) if additional information becomes available.